Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/27/2010 and 02/12/2010 by phone, fax, and mail. A completed questionnaire was received on 02/17/2010. Medical records were received on 02/11/2010. (B) (4)

Event description:
A consumer reported experiencing blurry vision at all distances and her eye aching following intraocular lens (iol) implant surgery. The pt has sought add'l surgical opinions and has been told that the iol was not seated properly and that her "pupil had moved". In a follow up, a technician speaking for the surgeon reported that at one week postoperatively, the pupil was miotic at 2 mm and appeared to be retracted nasally. According to the medical records, at two months postoperative, the pupil was 5 mm and central. Also in the medical records, the consumer reported chronic pain at her one month postoperative visit revealed that she was taking medications for chronic pain. The technician noted the consumer does have some residual refractive error. The surgeon prescribed glasses for the consumer, but she declined them. The surgeon reported the event continues. In the opinion of the surgeon, the device did not cause/contribute to the event.